Event description:
It was reported that patient with a driveline infection and bacteremia presented to the hospital on (B)(6) 2021 with a cough, poor wound vacuum-assisted closure (vac) drainage, and had nausea/vomiting for one day. The patient received IV piggyback (ivpb) penicillin g potassium. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's report number for driveline infection: 2916596-2022-00166. Manufacturer's report number for bacteremia: 2916596-2022-00167. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.